Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported failure to deploy the needles and difficult to remove could not be replicated in a testing environment based on the returned device condition. In the absence of all components returned for analysis, a conclusive cause could not be determined for the reported difficulty. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: a scalpel was used to remove the prostar xl device. No portion of the prostar xl remained in the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostar xl device with a 5f, upsized to a 10f sheath, after a thoracic endovascular aneurysm repair procedure. Reportedly, when the needles were being pulled out of the prostar xl, only three needles were visible. The needles were backed down. The fourth needle was retrieved surgically. Hemostasis was achieved with surgical suturing. The patient is now at home and doing well. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.